Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system¿s computer broke down. There was no patient present when this issue was identified.